Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the lesion was pre-dilated with a balloon 2.5 x 20 mm, then stented with a xience v 2.75 x 28 mm. After stenting, dissection was noted at the proximal rca. A second xience v was implanted at the dissection area. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Dissection, as listed in the xience IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention..." It is likely that the ptci is a secondary effect of the dissection. A conclusive root cause for the reported pt effect and the relationship to the product cannot be determined.